Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this recently implanted right ventricular (rv) lead dislodged. It was evident that the helix became retracted. The root cause was believed to be poor tightening of the helix fixation mechanism from implant. The lead was replaced with a new lead. No additional adverse patient effects were reported.

Event description:
Additional information was provided by the field representative stating the lead dislodgement was diagnosed by lead testing and confirmed by an x-ray. The lead was successfully explanted from the patient, but was discarded at the hospital and will not be returned. The physician expressed no concern with the quality of the lead and noted the dislodgement was a result of improper tightening of the suture sleeve.